Event description:
It was reported that a handpiece leaked black, greasy flakes during a podiatry case. The site was irrigated. There was no infection, but the case is being monitored. The procedure was completed with another device. There are no adverse consequences reported as a result of this event at this time.

Manufacturer narrative:
The handpiece was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.